Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it, and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on september 19, 2007 and alleged that his one touch ultra meter had segments missing on the display. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occured at the end of the month in the evening (specific time/date not provided). He also mentioned that he felt sweaty after the reported issue began. As a result of the reported issue, the patient had taken a decreased dose of his insulin. He had tested on his backup meter with a result of 68 mg/dl. He did not receive/require any medical intervention. At the time of troubleshooting, it was verified that this was not a new product. This complaint is being reported because the alleged issue was not resolved with troubleshooting and that the patient reportedly experienced being sweaty after the reported issue began. Replacement products were sent to the lay user/patient.